Manufacturer narrative:
The device evaluation found foreign material in the insertion tube. Based on the results of the investigation, a probable cause was not determined. It was unknown if the reprocessing was conducted in accordance with the instructions for use; however, the foreign material possibly remained in the device due to physical damage on the device from the obtained information. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign object in the insertion tube. There were no reports of patient involvement.